Event description:
It was reported to fresenius that a dialyzer blood leak occurred during the patient's hemodialysis (hd) treatment. The dialyzer membrane ruptured resulting in blood loss into the effluent. It was not specified how far into treatment the reported issue occurred. The patient's estimated blood loss (ebl) is approximately 50 ml. No serious injury or required medical intervention was reported. The sample is not available to be returned to the manufacturer for physical evaluation. Additional information could not be provided upon follow-up.

Manufacturer narrative:
Plant investigation: the complaint sample was not returned to the manufacturer for physical evaluation. Additionally no photographs of the reported issue were provided for review. Retention sample testing was not performed due to the small number of reserve samples available and the high unlikelihood of failure detection from 100% batch testing. A review of the batch production records was performed. 25,164 products originated from this lot that were inspected according to protocol and found to be conforming to specifications. No indication for any relationship with the reported failure mode has been found during the review. However, leakages due to adverse environmental conditions or mechanical stress can occur in very few cases.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported to fresenius that a dialyzer blood leak occurred during the patient's hemodialysis (hd) treatment. The dialyzer membrane ruptured resulting in blood loss into the effluent. It was not specified how far into treatment the reported issue occurred. The patient's estimated blood loss (ebl) is approximately 50 ml. No serious injury or required medical intervention was reported. The sample is not available to be returned to the manufacturer for physical evaluation. Additional information could not be provided upon follow-up.